Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 633 mg/dl. The customer reported other blood glucose level were 498 mg/dl, and 183 mg/dl. The customer experienced symptoms such as nausea and vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump and insulin drip. Customer was not calling back to perform an high performance test. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.